Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was offline a technical support specialist (tss) attempted to remote into the cabinet and found it had been offline. The tss instructed the customer to contact facility it to determine the cause of the outage to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the system was offline and the patient medication was not displaying. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.